Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 drain contamination. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Two falsely elevated troponin I results of 0.95 and 0.81 ng/ml were obtained on two patient samples. The first result was reported to the physician who questioned the result. The second result was not reported to the physician. The samples were retested on the same analyzer and results of 0.12 and 0.08 ug/ml were obtained. Patient treatment was not prescribed or altered and there was not report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r1 drain contamination.

Event description:
Two falsely elevated troponin I results of 0.95 and 0.81 ng/ml were obtained on two patient samples. The first result was reported to the physician who questioned the result. The second result was not reported to the physician. The samples were retested on the same analyzer and results of 0.12 and 0.08 ug/ml were obtained. Patient treatment was not prescribed or altered and there was not report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r1 drain contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 drain contamination. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.